Event description:
Customer reported that he takes insulin on a sliding scale. On the day the event occurred he got up, took a reading and administered his medication at 7:00 am. He did this again at around 1:00 pm and again at 5:00 pm. He ate a butter roll and coffee and walked 1/2 mile in humidity to meet a friend at 7:00 pm. While waiting for his friend, he begain sweating and fainted. He believes his friend attempted to test him with his meter and got the error 6 message. He thinks the date and time were set properly prior to this event and believes his friend may have accidently changed the setting while trying to test him. Paramedics transported him to st. Vincent's hospital, where he was diagnosed with hypoglycemia and treated with an IV glucose solution. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.